Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged pump error 43 alarm and pump error 63 alarm found on (B)(6) 2021. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Also, pump error 63 alarm during the self test. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2, force sensor, motor, vibrator assembly and battery tube assembly noted. Pump error 43 alarm was recorded and found in the formatted history file on: (B)(6) 2021 16:34:20.000 to (B)(6) 2021 19:27:36.000 pump error 130 alarm was recorded and found in the formatted history file on: (B)(6) 2021 18:21:47.000 to (B)(6) 2021 19:27:40.000 pump error 38 alarm was recorded and found in the formatted history file on: (B)(6) 2022. Pump error 38 alarm, pump error 43 alarm and pump error 130 alarm due to corrosion on the motor assembly. No pump error 37, 39, 41, 42, 79, 80 and 82 alarm on the pump history noted. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03 & variableinfo = 17) were recorded and found in the formatted history file on: (B)(6) 2021 18:56:42.000 and (B)(6) 2021 23:18:01.000 due to hw issue test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Pump error 63 alarm was confirmed due to hw issue. Pump error 38 alarm during the rewind test, pump error 43 alarm and pump error 130 alarm were confirmed. Pump error 38 alarm, pump error 43 alarm and pump error 130 alarm due to corrosion on the motor assembly noted. During visual inspection, found corrosion on the pcba1, pcba2, force sensor, vibrator assembly and battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a error in the motor was detected by reading unexpected value from hall sensor occurred three times. Customer also reported hardware low level failures was presented at call moment when customer was performing the auto test. Insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.